Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and battery out limit. Customer does not recall any significant events leading to the error. Customer indicated that he went to the emergency room for high blood glucose of 200 to 300 mg/dl due to him being unable to find the cannula in his skin. Troubleshooting was done for alarms but customer declined for high blood glucose. Customer indicated that he would monitor pump and would not return pump.